Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on 22 jun 2021 noted, the dislodgement was discovered through a chest x-ray. No electrical anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and a new lead was implanted. The patient was asymptomatic to the event and was in stable condition.